Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile, 275cc, catalog number 3501640, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent bilateral breast prostheses implantation on (B)(6) 2016 reported bilateral droopy breast implants that have no shape and left side knot at the top of the breast that feels firm. The devices are still implanted. It is unclear whether the knot is a breast mass or a palpable part of the device. The right implant was reported to be deflated, but it is unclear whether the left implant is deflated, or the breast is sagging, or both. The customer requested that no further contact be initiated for follow up attempts. Therefore, no additional information is available. Should more information become available, this complaint will be reassessed. This report is for the right implant

Manufacturer narrative:
On 10/01/2018, additional information indicated that the patient underwent bilateral removal on (B)(6) 2018. This report is for the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During initial evaluation creases were observed on the anterior and posterior aspect. In addition, a rent was observed within the crease on the anterior aspect, measuring approximately 0.1 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Some breast ptosis is a normal component of the mature ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Breast. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/19/2018, additional information received indicated that the left implant was also deflated. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3504001bc, serial number (B)(4), 400cc, and right replaced with catalog number 3503251bc, serial number (B)(4), 325cc. This report is for the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).